Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their c501 analyzer. The customer stated they received an ise alarm on their c501 analyzer. The customer replaced the ise standard and the kcl. The customer cleaned the kcl filter and checked there was no crimping in the line. The customer found bubbles in the line, but removed them. The customer decided to repeat some patient samples that had low sodium results on their cobas c311 analyzer, serial number (B)(4). The patient provided data for five patients, of which three had discrepant results that were reported outside the laboratory. The first patient's initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The second patient, a female, had an initial sodium result of 134 mmol/l accompanied by a data flag. The repeat sodium result was 140 mmol/l. The third patient, a female, had an initial sodium result of 132 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The patient print outs for patients two and three indicate they were 171 years old. Clarification has been requested. The repeat results were considered correct and issued as corrected reports. The customer did not know if the patients were treated based on the discrepant results. The sodium electrode lot number and expiration date were not provided. The field service representative found failures of the ise valves. He replaced the ise valves. He confirmed there were successful calibrations and quality controls. A precision check was confirmed. He observed the instrument was in normal operation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On (B)(4) 2012, the field service representative went on site and found contamination of the ise flow path. He decontaminated the ise flow path. He verified the operation of the ise and measurement which were ok. The instrument was operating to specification. It was also noted during the investigation that the pre-analytic procedures at the customer site did not fulfill the requirements. An instrument risk was very low.